Event description:
A patient reported experiencing inaccurate results with an ultra meter compared to the hemacue which is a whole blood calibrated instrument. The patient's blood glucose results were ultra 240 and hemacue 280 mg/dl that were done before sports with a difference of 23%. After sports, ultra 135 and hemacue 178. Tests with a difference of 32%. On another day the comparisons before a sport were 165 and 120 (22%) and after 135 and 72 (68%). Time frame not known for the comparisons. Patient did not experience any adverse events. Patient was on "a training for diabetes and sports". Product was not available at time of call. No further information has been reported.